Manufacturer narrative:
(B)(4).

Event description:
It was reported "the wire was found to be unraveling." The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guidewire and arrow advancer for analysis. Signs of use were observed on the guidewire. Visual examination revealed the guidewire was unraveled from the distal end. There were also kinks throughout the guidewire body. The distal j-bend was not intact, and the coil wire was completely unraveled. The spring coil was still attached at the proximal end. Further microscopic examination confirmed the unraveling and revealed that the distal weld was separated from the core and coil wires. The separated weld was not returned. The kinks in the core wire body measured at 191mm, 340mm, and 358mm from the proximal tip. The overall length of the broken core wire measured 602mm, which is within the specification limits of 596mm - 604mm per the guidewire product drawing; therefore, no pieces of the core wire were missing. The outer diameter of the guidewire measured 0.80mm, which is within the specification limits of 0.788mm - 0.826mm per guidewire product drawing. A manual tug test confirmed that the proximal weld was secure and intact. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this product warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report that the guidewire separated during use was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guidewire met all relevant dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.00 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report and the sample received, the appearance of the damage seems consistent with undue force being applied during insertion or removal; however, the root cause is undetermined as a section of the guidewire was separated and not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the wire was found to be unraveling." The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".